Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the tip of the first fiber broke. The fiber was exchanged, and the firing angle of the second fiber was not compliant. Packaging was reported to be intact before opening. There were no difficulties during use of the fiber and there was no courtesy message noted on the console. The fiber cap was not cleaned during procedure. There was no clinical consequence to the patient. No information was provided regarding procedure outcome.